Event description:
Customer reported that pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. Customer was instructed to uninstall and reinstall the mobile app and to follow up if battery depletion exceeded 35% per day, which customer understood and acknowledged.